Manufacturer narrative:
Telephone number: (B)(6) placeholder.

Manufacturer narrative:
Follow up with the surgeon indicated that the capsulophimosis appeared few days after the intraocular lens implant procedure. One month after the lens procedure patient's visual acuity was 10/10; around 7 weeks after the lens procedure, patient's visual acuity decreased approximately 3/10 corrected (change of refraction with appearance of an important astigmatism); surgeon performed a yag laser procedure to relax the capsular bag and then around 48 hours later, patient's condition was better as well as refraction (decrease of the astigmatism which was important due to the phymosis). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a patient developed capsular phimosis after the implantation of an intraocular lens. A few days later the physician performed a capsulotomy. No other information was provided.